Manufacturer narrative:
(B)(4). D10: unknown, tibial tray, unknown lot. G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the lateral side of the articular surface lifted up during insertion, preventing proper insertion. The surgical technique was utilized, there was a 5 minutes delay, a second device was used to complete the surgery. Attempts have been made and no further information has been provided.